Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported they thought the difficulty speaking was due to a change in programming. After the patient's last programming session on (B)(6) 2016, their "matter" significantly improved.

Manufacturer narrative:
(B)(4)

Event description:
A consumer reported they had issues with their speech and difficulty speaking and they wanted to know if that was common. The patient had issues with their speech daily since (B)(6) 2016. The implantable neurostimulator (ins) was verified to be on and okay. The patient had left a message with a manufacturing representative. The patient's indication for use is parkinson's dual and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.